Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The first clip was grasped on the leaflets and the deployment sequences was started. During establish final arm angle (efaa), before lock line removal, the clip opened from a closed angle to 20-30 degrees. The clip continuously opened, while the arm positioned turned less than one turn. This occurred when going from neutral with the arm positioner. Efaa was performed twice, but the mr worsened both times due to the clip opening. The clip was replaced and the procedure was completed with the mr reduce to grade 1. Per the physician, the clip opening during efaa was a device malfunction and unrelated to the anatomy. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.